Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery was not working; main pcb board had an issue. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Event description:
It was reported that the battery was not working; main printed circuit board (pcb) had an issue. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) showed back up audible alarm post. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main printed circuit (pc) board. As a result, the main pc board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.